Event description:
It was reported that during a generator changeout that the left ventricular (lv) lead exhibited high pacing thresholds. At the one day post-op check, the right atrial (ra) lead demonstrated high pacing thresholds and high impedance. A chest x-ray suggested that the ra lead is-1 pin was not fully inserted into the device header block. A surgery was performed to reinsert the ra lead pin into the device which resolved the issue. During the surgery, it was observed that the lv lead pacing was resulting in capture of the atrium. The lv lead pin was re-inserted into the device header block and the lv output was programmed off. The ra lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1- patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 03:00:16. Daily pace impedance trend data shows an abrupt increase for atrial pace bi impedance= 798 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2011. Sensing - oversensing 1 - vf=210 ms average v-cycle on (B)(6) 2011 12:27:37.